Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log confirmed the reported event of a transmitter failed error. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/18/2017 that on (B)(6) 2017 , the receiver displayed an error message for transmitter failure. No additional patient or event information is available. Data was provided for evaluation. The reported receiver error message for transmitter failure was confirmed via data. A root cause could not be determined. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.